Event description:
Allergy to latex gloves starting in the early years as contact dermatitis and progressing to excessive sneezing and finally to respiratory problems (wheezing, coughing, difficulty breathing). Exposure occurred as a result of working in a dental office as a dental hygienist. Symptoms only occurred at work and subsided within an hour of leaving work environment.